Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no prime or fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to new battery. The customer's blood glucose value was unknown. The customer was reported that priming taking longer, changes battery every 3 days, backlight was dim. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no prime/fill anomaly noted. (B)(4).